Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the treatment file showed that a flap was cut on the same eye less than a month prior to the pocket cut. The hinge of the flap was also positioned superiorly. The canal opening of the flap was positioned outside the limbus, while the opening of the pocket ("incision") lies within the cornea near the limbus. As a result, the canal of the flap and the incision of the pocket cut must have intersected at their (superior) position. The treatment report shows some kind of bubble advancing into the stromal area near the tunnel of the pocket. It is very likely that this bubble was caused by the gas created during the pocket cut, which got then pushed through the former flap cut (above mentioned intersection) into the interface. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported adverse event. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss "superiorly" while creating the incision for inlays. The settings were changed to a temporal incision and the pocket was successfully created and the inlays were properly placed. Additional information has been requested.

Event description:
Additional information received states that the patient had a lasik procedure one month prior to the inlay procedure. The patient was noted at doing well at the four day post lasik procedure. The patient was prescribed a topical steroid and a topical antibiotic eye drop as well as topical tear drops. The patient was seen one month post lasik and one day post inlay procedure; the patient presented with redness and blurry near vision in the left eye. The patient had corneal edema. The patient was seen two days post inlay and still noted blurry vision but corneal edema improved. The inlay was noted as being in good position. The patient was seen one week post inlay and noted vision blurry at distance and near and experiencing headaches for three days. The inlay was in good position and the cornea had mild diffuse haze. The patient to continue prescribed post operative eye drops. The patient was seen at a one month post-op visit and noted the vision is better and mild diffuse haze is improving. The patient was seen at six weeks post-op and noted vision fluctuates, has to use reading glasses to see small print, computer distance has a foggy effect, still using post-op drops, and corneal haze has improved. The patient was seen three months post-op and noted having halos and star burst with no change in near vision. The patient is having headaches due to eye strain when using reading glasses. The corneal haze is resolved and the patient is using topical steroid eye drops. The patient was seen at a four month post-op visit and noted vision is the same. The patient is trying not use reading glass as much and eye strain is better. The patient noted trying to get used to monovision and uses reading glasses for very fine print. The patient is using topical tear drops and steroid eye drops.